Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved .device switches on when battery inserted.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 360p passed ¿out qat from heartsine technologies on the 23rd february 2017. The device had failed the weekly auto self-test 29th january 2018, due to a low battery. Information from the history log records the voltage as being 0v at this time. The battery monitoring circuitry, including the device current drain and pogo pins, were verified during the investigation suggesting that the self-test failure may have been due to the user had installing a depleted pad-pak, or, the pad-pak had been incorrectly seated within the device during the self-test. No pad-pak was returned for investigation. As the pad-pak may have been incorrectly seated, or removed and replaced by the user, it is concluded that the user witnessed the device switching on upon correct installation of a good pad-pak, in order to clear the fault mode, and interpreted this as the device switching on automatically. These conditions were replicated on a similar known good device and were verified as consistent with normal operation. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No patient involved .device switches on when battery inserted.